Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 4. Reference MFR. Report# 1627487-2015-20619, reference MFR. Report# 1627487-2015-20620, reference MFR. Report# 1627487-2015-20621. The patient (B)(6) received two scs systems each with 2 leads (1 clunial and 1 paravertebral ). It was reported the patient experienced bilateral and central back pain at the lead incision site since permanent implant procedure. Surgical intervention was taken where the clunial leads were repositioned due to lead migration on (B)(6) 2015 (reference MFR. Report# 1627487-2015-20597) .